Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels. The ambulance was called and the paramedic treated the customer with glucose, he was then transported to the hospital. Blood glucose levels at the time of the hospitalization 41mg/dl. Customer reported that he was overly active the previous day and he was so tired that he did not want to get up in the middle of the night to calibrate. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).